Event description:
Info received indicates the bed has no head up and head hi/low up functions.

Manufacturer narrative:
The technician found the valve seals were worn for the manual CPR and hi/low up valves. The technician replaced the valve guide tube for the hi/low up and the manual CPR valve to repair the bed.